Event description:
The device was used during a cholecystectomy. Reportedly, a component disengaged into the pt's cavity. An x-ray was taken and the component was located. The hosp has reported no injury to the pt occurred.